Event description:
On an unreported date, the patient experienced peritonitis on an unreported date the patient was hospitalized for the event. The patient was treated with unspecified medications. The cause of peritonitis unknown. On an unreported date, the patient was discharged from the hospital. It was reported that the nurse trained on aseptic technique was currently assisting the patient with therapy. The patient is recovered from the reported event of peritonitis.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up report will be submitted.